Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported via facility medwatch #: 0000230092-2018-002 that balloon deflation failure occurred and catheter removal difficulties were encountered. A 12 x 4.00mm rebel stent was advanced and deployed successfully. However, the balloon of the stent delivery system failed to deflate completely. The balloon was pulled negative and was removed from the body of the patient with difficulty. No patient complications were reported.